Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported left side rupture. The device status is unknown.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Patch lot number 2885440. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
The device has been explanted.